Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years due to q fever endocarditis of his prosthetic pulmonary valve. The healthcare provider indicated that this event was due to patient related factors and not a device malfunction. Per the operative report, this patient presented with a 2-month history of low-grade fevers after foreign travel to indonesia and subsequently was diagnoses with q fever endocarditis, with large vegetations noted on the pulmonary valve. Patient was treated with doxycycline and isoniazid for 3 weeks and presented for removal of his infected valve. During explantation, the pulmonary valve was noted to be encrusted with large vegetations. The device was replaced with another bioprosthetic valve. Patient tolerated the procedure and was transferred to the pediatric surgical heart unit in stable condition.

Manufacturer narrative:
Vegetations. Additional manufacturer narrative: endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the patient's medical records document the patient developing q fever endocarditis after a trip to indonesia. Although the root cause of this event cannot be confirmed, it appears that the patient's endocarditis was likely due to patient related factors and not a device malfunction. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. No further actions are possible with the available information.